Event description:
The initial reporter alleged discrepant results for one patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 8000 - cobas e 602 module. On (B)(6) 2023, the patient was admitted to the hospital for a planned surgery, and an hiv test was ordered. The initial test of sample 1, collected on (B)(6) 2023, was performed on a cobas e 602 module and yielded a non-reactive result of 0.099 coi. However, the patient had a prior history of reactive hiv results (date not provided), which prompted re-testing of the sample. On (B)(6) 2023, sample 2, collected on (B)(6) 2023, was tested using a competitor assay (mindray hiv assay on the cl6000i) and yielded a reactive result of 77.97 coi. Subsequent re-testing of sample 1 on a different cobas e 602 module yielded a reactive result of 231.9 coi. Re-testing of sample 2 on the same cobas e 602 module also yielded a reactive result of 230.2 coi. On (B)(6) 2023, sample 1 was re-tested again on the original cobas e 602 module, yielding a reactive result of 219.1 coi. A western blot confirmatory test was performed on (B)(6) 2023 (sample origin not specified) and yielded a positive result. The initial non-reactive result from (B)(6) 2023 was released and reported from the laboratory.

Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer with serial number (B)(6). 75 sample pipetting alarms were observed on the alarm trace. The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that the calibration signals were within expected ranges, and no quality control issues were identified. However, the investigation noted that the calibration interval exceeded the recommended frequency. Additionally, the sample volume in the primary tube appeared to be lower than typical, which may have contributed to the discrepant result. No relevant hardware alarms were identified during the time of testing, and no evidence of a hardware issue was found. Patient sample investigations were not conducted at the manufacturer's facility. A definitive root cause for the initial non-reactive result could not be determined. The device remains in operation at the customer site. Medwatch field e1 initial reporter email address - the email address was provided as (B)(6).